Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3, h6 investigation summary: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the proximal internal inlay moves from the original position. It was observed that signs of usage on the distal end of the device, the inlay, present slight damage on the surface, which could be caused by the interaction with another device. The upon receipt allegation cannot be confirmed. With available information the complete potential cause can not be established. Properly handling and attention to the approved use of the device diminishes the risk of failure. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the tibial nail advanced ø11 l 360 would contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): a manufacturing record evaluation was performed for the finished device product code: 04.043.340s, lot number: 9592p40. It was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 05 mar 2024, manufacturing site: jabil bettlach, expiry date: 01 feb 2034.

Event description:
It was reported that the nail was noted to be defective. The peek material loosened out of the nail, and surgeons used other size nail. The surgery was completed successfully with a fifteen minute delay. No other medical intervention was required.